Event description:
It was reported that the coating of the device has come loose after approximately fifteen minutes. There was a delay of ten minutes and nothing remains inside the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.